Manufacturer narrative:
(B)(4). The device was kept by the hospital and it is unknown if it will be returned. If the device is returned analysis will be performed and this event would be updated.

Event description:
Boston scientific received information that this device recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. It was also noted that there was oversensing of noise on the right ventricular (rv) channel that led to pacing inhibition for approximately one second. However no asystole was observed. A revision procedure was performed where the device was explanted and the rv lead was surgically abandoned. No additional adverse patient effects were reported. Boston scientific has issued an advisory communication regarding an older subset of cognis/teligen devices that is more susceptible to a possible low voltage capacitor anomaly. Specifically, the performance of a low voltage capacitor may be compromised over time, causing an increased current drain that can lead to premature battery depletion. This particular device was included in the advisory population.